Event description:
Blows fuses not verified - replaced power module and sent 4 new fuses. Repair order (B)(4) 1216677-2022-00066 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Blows fuses. Not verified - replaced power module and sent 4 new fuses. Repair order (B)(4). 1216677-2022-00066 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/16/2015 under wo#'s (B)(4) and shipped on (B)(6) 2016. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was evaluated for an unconfirmed complaint in 2016. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 97915, this unit was at csi on 02/18/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. *correction and/or corrective action: the unit was evaluated and found to function free of defects. The integration unit was replaced as a precaution and 4 fuses were sent back with the unit. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.